Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated h6 type of investigation by adding code-3331. Updated d4 expiration date. Updated h4 device manufacturer date. H11: corrected data: corrected h6 investigation conclusion by replacing code-4315 with code-50.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional details regarding this event have been performed. At this time, there is currently insufficient information to determine the root cause of this event. However, this event was likely impacted by patient related factors. Per the instructions for use (IFU), the safety and effectiveness has not been established for children, adolescents, and young adults. This patient was 13 years-old at the initial time of implantation. Moreover, this 330tfx valve is indicated for patient's who require replacement of their native or prosthetic aortic valve. This device was implanted in the pulmonary position. This device has been used in an off-label manner. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly. Device remains implanted in the patient.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of three (3) years, nine (9) months degeneration, stenosis and regurgitation. The tpvr was performed successfully with a 26mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of three (3) years, nine (9) months due to degeneration, stenosis, and regurgitation. The tpvr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was discharged on pod #1 in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: corrected h6 investigation findings by replacing code-3221 with code-180.